Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the elevated blood glucose, customer performed a correction injection via manual injection. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.